Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the device") and device expulsion ("migration of the device / malposition of essure: device type: location of device: acute curvature r/t dense pelvic adhesion / migration of essure device location of device: uterus") in a 31-year-old female patient who had essure (batch no. B76536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "migration of the device / malposition of essure: device type: location of device: acute curvature r/t dense pelvic adhesion / migration of essure device location of device: uterus". The patient's concurrent conditions included lower abdominal discomfort, kidney stones, perineal pain, paratubal cyst, biopsy fallopian tube, unwanted pregnancy, pelvic adhesions and retroverted uterus. On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, 1 year 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, depression ("depression"), anxiety ("mental anguish") and pelvic adhesions ("dense pelvic adhesion"). The patient was treated with surgery (laparoscopy, excision of left fallopian tube and essure device). Essure was removed on (B)(6)2015. At the time of the report, the perforation, device expulsion, depression, anxiety and pelvic adhesions outcome was unknown. The reporter considered anxiety, depression, device expulsion, pelvic adhesions and perforation to be related to essure. The reporter commented: patient states that the radiologist suggested something may be wrong with her essure coils on kub. Left coil has a gradual curve back on itself that is uncharacteristic for placement. Patient tolerated the procedure without difficulty diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: failure to occlude (close) ultrasound scan - on (B)(6)2015: normal on (B)(6)2015 hysterosalpingogram performed. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc (product technical complaint ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of the device') and device expulsion ('migration of the device / malposition of essure: device type: location of device: acute curvature r/t dense pelvic adhesion / migration of essure device location of device: uterus') in a 29-year-old female patient who had essure (batch no. B76536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "migration of the device / malposition of essure: device type: location of device: acute curvature r/t dense pelvic adhesion / migration of essure device location of device: uterus". The patient's concurrent conditions included lower abdominal discomfort, kidney stones, perineal pain, paratubal cyst, biopsy fallopian tube, pelvic adhesions, retroverted uterus and adhd. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2014, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2014 to (B)(6) 2015, nervous system from (B)(6) 2014 to (B)(6) 2015, paracetamol (acetaminophen) since january 2014 and sertraline hydrochloride (zoloft) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("mental anguish"), pelvic adhesions ("dense pelvic adhesion"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (laparoscopy, excision of left fallopian tube and essure device). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, depression, anxiety, pelvic adhesions and post procedural complication outcome was unknown and the device expulsion and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, pelvic adhesions, perforation and post procedural complication to be related to essure. The reporter commented: patient states that the radiologist suggested something may be wrong with her essure coils on kub. Left coil has a gradual curve back on itself that is uncharacteristic for placement. Patient tolerated the procedure without difficulty pain and migration were resolved after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: failure to occlude (close). Ultrasound scan - on (B)(6) 2015: results: normal. Diagnostic results: on (B)(6) 2015 hysterosalpingogram performed. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: events abdominal pain and post removal complication were added . Pain and migration were resolved after essure removal. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the device") and device expulsion ("migration of the device / malposition of essure: device type: location of device: acute curvature r/t dense pelvic adhesion / migration of essure device location of device: uterus") in a 31-year-old female patient who had essure (batch no. B76536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "migration of the device / malposition of essure: device type: location of device: acute curvature r/t dense pelvic adhesion / migration of essure device location of device: uterus". The patient's concurrent conditions included lower abdominal discomfort, kidney stones, perineal pain, paratubal cyst, biopsy fallopian tube, endometrial thickening, pelvic adhesions and retroverted uterus. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, depression ("depression"), anxiety ("mental anguish") and pelvic adhesions ("dense pelvic adhesion"). The patient was treated with surgery (laparoscopy, excision of left fallopian tube and essure device) and surgery (laparoscopy, excision of left fallopian tube and essure device). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device expulsion, depression, anxiety and pelvic adhesions outcome was unknown. The reporter considered anxiety, depression, device expulsion, pelvic adhesions and perforation to be related to essure. The reporter commented: patient states that the radiologist suggested something may be wrong with her essure coils on kub. Left coil has a gradual curve back on itself that is uncharacteristic for placement. Patient tolerated the procedure without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: failure to occlude (close). Ultrasound scan - on (B)(6) 2015: normal. On (B)(6) 2015 hysterosalpingogram performed. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet and medical records received. Events added from pfs- psychological or psychiatric describe: problems condition: depression and mental anguish, pain. Concomitant disease, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of the device') and device expulsion ('migration of the device / malposition of essure: device type: location of device: acute curvature r/t dense pelvic adhesion / migration of essure device location of device: uterus') in a 29-year-old female patient who had essure (batch no. B76536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "migration of the device / malposition of essure: device type: location of device: acute curvature r/t dense pelvic adhesion / migration of essure device location of device: uterus" and device ineffective "device ineffective". The patient's concurrent conditions included lower abdominal discomfort, kidney stones, perineal pain, paratubal cyst, biopsy fallopian tube, pelvic adhesions, retroverted uterus and adhd. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since april 2014, codeine phosphate;paracetamol (tylenol with codeine no.3) from april 2014 to november 2015, nervous system from april 2014 to november 2015, paracetamol (acetaminophen) since january 2014 and sertraline hydrochloride (zoloft) since april 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("mental anguish"), pelvic adhesions ("dense pelvic adhesion"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (laparoscopy, excision of left fallopian tube and essure device). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, depression, anxiety, pelvic adhesions and post procedural complication outcome was unknown and the device expulsion and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, pelvic adhesions, perforation and post procedural complication to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient states that the radiologist suggested something may be wrong with her essure coils on kub. Left coil has a gradual curve back on itself that is uncharacteristic for placement. Patient tolerated the procedure without difficulty pain and migration were resolved after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: failure to occlude (close). Ultrasound scan - on (B)(6) 2015: results: normal. Diagnostic results: on (B)(6) 2015 hysterosalpingogram performed. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Lot number: b76536 manufacturing date: 2013-10-09 expiration date: 2016-10-31 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of the device') and device expulsion ('migration of the device / malposition of essure: device type: location of device: acute curvature r/t dense pelvic adhesion / migration of essure device location of device: uterus') in a 29-year-old female patient who had essure (batch no. B76536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "migration of the device / malposition of essure: device type: location of device: acute curvature r/t dense pelvic adhesion / migration of essure device location of device: uterus" and device ineffective "device ineffective". The patient's concurrent conditions included lower abdominal discomfort, kidney stones, perineal pain, paratubal cyst, biopsy fallopian tube, pelvic adhesions, retroverted uterus and adhd. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2014, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2014 to (B)(6) 2015, nervous system from (B)(6) 2014 to (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2014 and sertraline hydrochloride (zoloft) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("mental anguish"), pelvic adhesions ("dense pelvic adhesion"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (laparoscopy, excision of left fallopian tube and essure device). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, depression, anxiety, pelvic adhesions and post procedural complication outcome was unknown and the device expulsion and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, pelvic adhesions, perforation and post procedural complication to be related to essure. The reporter commented: patient states that the radiologist suggested something may be wrong with her essure coils on kub. Left coil has a gradual curve back on itself that is uncharacteristic for placement. Patient tolerated the procedure without difficulty pain and migration were resolved after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 05-oct-2015: results: failure to occlude (close). Ultrasound scan - on 15-sep-2015: results: normal. Diagnostic results: on (B)(6) 2015 hysterosalpingogram performed. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of the device') and device expulsion ('migration of the device / malposition of essure: device type: location of device: acute curvature r/t dense pelvic adhesion / migration of essure device location of device: uterus') in a (B)(6) female patient who had essure (batch no. B76536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "migration of the device / malposition of essure: device type: location of device: acute curvature r/t dense pelvic adhesion / migration of essure device location of device: uterus" and device ineffective "device ineffective". The patient's concurrent conditions included lower abdominal discomfort, kidney stones, perineal pain, paratubal cyst, biopsy fallopian tube, pelvic adhesions, retroverted uterus and adhd. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2014, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2014 to (B)(6) 2015, nervous system from (B)(6) 2014 to (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2014 and sertraline hydrochloride (zoloft) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("mental anguish"), pelvic adhesions ("dense pelvic adhesion"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (laparoscopy, excision of left fallopian tube and essure device). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, depression, anxiety, pelvic adhesions and post procedural complication outcome was unknown and the device expulsion and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, pelvic adhesions, perforation and post procedural complication to be related to essure. The reporter commented: patient states that the radiologist suggested something may be wrong with her essure coils on kub. Left coil has a gradual curve back on itself that is uncharacteristic for placement. Patient tolerated the procedure without difficulty pain and migration were resolved after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: failure to occlude (close). Ultrasound scan - on (B)(6) 2015: results: normal. Diagnostic results: on (B)(6) 2015 hysterosalpingogram performed. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Following company internal coding review, the reported event " post removal complication" was coded back to llt post procedural complication. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the device") and device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent removal of the essure device.) And surgery (underwent removal of the essure device.). Essure was removed in (B)(6) 2015. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.